Event description:
It was reported the patient's scs ipg was flipping in the pocket. Consequently, the physician moved the ipg from the left buttock to the left flank. Follow up identified the patient stated her scs ipg feels better in the new location.